Manufacturer narrative:
Initial reporter's phone: (B)(6). (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter stuck in lesion occurred. The target lesions were located in circumflex artery bifurcation and first marginal obtuse lesion. During the procedure, an opticross¿ imaging catheter was used to view the lesion. However, after advancing the opticross¿ over a non-bsc guidewire, the opticross¿ imaging catheter became stuck in the lesion. The physician suspended the procedure and performed an exchange of guides to remove the opticross¿. Predilation was performed using a balloon catheter and a drug eluting stent was then implanted. No patient complications were reported and patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. There was no damage observed on the distal tip or guidewire exit port assembly. No other visual damages were encountered upon visual inspection. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that catheter stuck in lesion occurred. The target lesions were located in circumflex artery bifurcation and first marginal obtuse lesion. During the procedure, an opticross imaging catheter was used to view the lesion. However, after advancing the opticross over a non-bsc guidewire, the opticross imaging catheter became stuck in the lesion. The physician suspended the procedure and performed an exchange of guides to remove the opticross. Predilation was performed using a balloon catheter and a drug eluting stent was then implanted. No patient complications were reported and patient's status is stable.